Event description:
It was reported that it was an implant in the sfa. The second stent had been deployed rotating the thumbwheel. It works also very very slow. Once deployed the stent, the system was removed from the pt. The system was removed in two pieces: the handle and the black sheath in the first time and the rest of the sheaths in the second time. Some shortening was detected in the stent, but the result was very good.

Manufacturer narrative:
This is being reported because this device is the same or similar to the lifestent flexstar xl, biliary stent that is currently marketed in the united states. The DHR was reviewed and the mfg records show that no remarkable incidents have occurred and this product was found to have met all specifications prior to shipment. The sample has been returned and the eval is currently underway.